Event description:
Information received from the field notes that the patient presented for a follow-up due to symptoms. Interrogation revealed that the model and serial number were invalid. The patient was pacemaker dependent. Therefore, the device was replaced.